Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacture date not available for this instrument at time of filing. No parts have been returned to the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that whenever the system was booted, it would get stuck on the medtronic logo splash screen and would not progress beyond that point. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided. The power cable from the monitor to the isolation transformer was not fully seated. Reseating the cable did not resolve the issue. The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. Multiple reboots were performed but the computer did not stop at home screen. It passed all tested. No fault found.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the computer for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional.